Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer observed the battery gauge to be intermittently fluctuating which resulted in the pump shutting down. Customer's blood glucose was 'high'. A correction bolus was delivered to address bg. The pump was able to be successfully charged after being powered back on and the customer continued using the pump for insulin therapy.